Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 and e4 are unknown. No information has been provide to date

Event description:
It was reported that during testing, the pump exhibited a high pressure alarm. No patient injury or involvement reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with contaminated / fluid ingression; the tamper seal was missing. There was evidence of the reported error in the event history log. The reported problem was not duplicated during functional test; however, contaminant of fluid ingression was found on the device which was believed to have caused the reported issue. For corrective action, the downstream sensor was replaced. The root cause was unknown. The product is beyond 13 years from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: correction: d4: model number: 6400. Correction: h4: mfg. Date. 28-jul-2009.